Event description:
It was reported that the pt has no more access to sound with the device. In situ testing showed that the device had malfunctioned. Reimplantation is considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. No date for re-implantation has been set up to now. The complaint can be re-opened if further relevant information is received.

Event description:
The patient no longer has any access to sound with the device.

Manufacturer narrative:
UDI code not available. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.